Manufacturer narrative:
This report is submitted on 11 september 2020.

Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient experienced issues connecting to the with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.